Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: (B)(6) , product type: screening device; product ID: (B)(6), product type: screening device, device code (B)(4) applies to lead (lot# unknown) on the right side. Device code c62955 applies to lead (lot# unknown) on the left side. Eval code-conclusion applies to both leads (lot# unknown).

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said when the leads were placed by their healthcare provider (hcp), the hcp had trouble getting the right side into the nerve correctly. The patient was alleging the left lead was not working. As a result of what was reported, they were switched from their left to their right lead and stimulation was increased until they felt it comfortably at 3.4ma. No patient symptoms and no further complications have been reported as a result of this event.